Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory notification form their implantable cardioverter defibrillator, and then presented to clinic. Interrogation of the device revealed that it was oversensing post-paced t-waves. The device was reprogrammed to address the oversensing, and the patient was in stable condition.